Event description:
Complaint received from facility pharmacy manager. Customer reports upon using the baxter pca syringes and the set, a leak was detected at the hub while infusing morphine. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 11, 2007. The reported device has been discarded and will not be returned for an evaluation.